Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 489 mg/dl. The mother stated that there was a no delivery alarm from the insulin pump. The mother stated that her daughter had issues with high blood glucose readings from the pump. The mother stated that the pump had at least an inch without insulin. The customer was advised that air bubbles could be an issue to why she is not receiving the insulin. The doctor advised the customer that the pump should be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.